Event description:
A female pt reported that four yrs ago (2002), she experienced ocular inflammation while using renu multiplus multi-purpose solution. She characterized her symptoms as eye redness and swelling. She was treated with unspecified medication and her symptoms resolved. Medical records received from the pt's ophthalmologist state that on june 1, 2005, the pt wiped her eye while her hands were contaminated with an unspecified cleaning solution. Her eye became red. The pt was diagnosed with cellulitis and chalazion right upper eyelid. The pt was treated with keflex (500 mg-oral dosage) and ilotycin ophthalmic ointment for 5 days. The symptom resolved.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.